Manufacturer narrative:
Cerner distributed a priority review flash notification (flash16-0089-0) on february 22, 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and a notification that software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner distributed an updated priority review flash notification (flash16-0089-1) on march 29, 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and a notification that software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however cerner corporation has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. Cerner's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for cerner powerorders&#60192;nor is it currently actively regulated by the FDA. This issue involves powerorders and causes the major-contraindicated drug-to-drug interaction alerts not to display when the system is configured to only show major-contraindicated alerts. If the drug-to-drug interaction checking level is set to major, then the system displays only major-contraindicated interactions as major alerts. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however cerner corporation has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. Cerner's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for cerner powerorders nor is it currently actively regulated by the FDA. This issue involves powerorders and causes the major-contraindicated drug-to-drug interaction alerts not to display when the system is configured to only show major-contraindicated alerts. If the drug-to-drug interaction checking level is set to major, then the system displays only major-contraindicated interactions as major alerts. Cerner has not received communication on any adverse patient events as a result of this issue.